Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/16/2013 with the following results: no defect was found. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no alarms. Force sensor calibration was in specification. Flow test was with in specification. Performed pump rewind, load, and prime with no alarms. User error was considered to be the cause, as when prime step is started the warning "be sure set is disconnected from your body. Then select continue" is displayed, and the patient admitted priming while attached to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient informed the animas representative that she primed 0.6u while connected to the pump. The patient reported developing symptoms of ¿blurred vision¿ at an unspecified time afterwards. The patient denied receiving any medical treatment/intervention above and beyond her usual diabetes management in response to the symptoms. The patient informed the animas representative that she was unable to test her blood glucose while at work, but upon returning home from work her blood glucose was 133 mg/dl. At the time of the call, the animas representative educated the patient on the importance of disconnecting from the pump prior to priming. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. The patient¿s alleged hypoglycemia can be attributed to use error since the pump alerts the patient to disconnect prior to priming.